Manufacturer narrative:
Device evaluation summary: the reported not sending correct amount of blood to waste bag issue was verified during service. Service technician observed 2 pump speed errors, but was unable to duplicate speed error. Service technician cleaned roller pump head thoroughly and adjusted pump head belt for more positive drive. Preventive maintenance was performed as per specification. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog instrument, it was reported that the unit was not sending the correct amount of blood to the bag or waste. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event.